Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for out-of-range atrial intrinsic amplitude measurements. Additionally, occasion undersensing was observed during atrial fibrillation (af). Other lead diagnostics were stable. Assessment of atrial sensitivity settings could be considered. No adverse patient effects were reported.